Event description:
It was reported that a spectrum pump displayed system error 341, during therapy in the medical surgical care area (medication, programmed amount and delivery rate unk). It was also reported there was no pt injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device and found it was in specification in relation to the reported system error 341 which was not reproduced but confirmed through a review of the device event history log. No component could be identified for causality.